Event description:
This complaint originated from a distributor in (B)(4). The distributor reported a ventilator that went "vent inop" on "several occasions" while on a pt. There was no pt harm. The distributor ran the ventilator on a test lung for 2 days, but the error message was not duplicated. The error log was showing the following: bad cal, o2 sup pt pneumatics module ftc header error, o2 sup pt bad ID, 02 supply pt. Carefusion technical support instructed the distributor to check all connections to the o2 inlet transducer, then if there are no problem there to calibrate the o2 inlet transducer, and call back if the issue is not resolved.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, an avea gas delivery engine (gde), and evaluated the device. An evaluation of the component did not duplicate the reported issue.

Manufacturer narrative:
(B)(4). The distributor called back indicating that they checked all connections on the entire unit, however the unit still displayed "vent inop" after several hours of operation. Per info provided by the distributor, carefusion technical support determined that the reported issue was most likely being caused by a faulty gas delivery engine (gde). A replacement gas delivery engine (gde), was shipped to the distributor. A return goods authorization (rga) number was also issued to the distributor for the return of the alleged faulty gas delivery engine for eval. As of 06/25/2015, carefusion has not received the alleged faulty gas delivery engine.